Event description:
Pt reporting the audio bolus button and up arrow are responding poorly to user presses. Started about 2-3 weeks and has progressively worsened. Pt states it requires multiple presses with more force to respond.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, contrast, and audio bolus keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Evaluation revealed that the audio bolus button cover had a hole in it. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Unrelated to the complaint, investigation revealed that the piston cap is missing and the display screen is dim/discolored. Both issues are generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.